Event description:
It was reported that during use the hub separated from device with a bd ultra-fine¿ insulin syringes 3/10ml. The following information was provided by the initial reporter: it was reported by the consumer that the needle hub separated from syringes before injection.

Manufacturer narrative:
Investigation summary: customer returned two (2) 30g x 12.7mm, 0.3ml bd insulin syringes in an open polybag from lot 9007855. Consumer reported needle hub separated from syringes before injection. The two returned syringes were examined, and it was observed that both exhibited separated needle-hub/shield assemblies; no damage to the barrel tips were observed. A review of the device history record was completed for batch # 9007855 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 15 oct 2019, holdrege received photo complaint. A visual evaluation of photo found (2) syringes with no needle assemblies attached to them. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringes. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch #54573 was created for raised shields. Root cause: the shield carried had debris on top of it. Corrective action: cleaned shield carrier and above shield carrier. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 was been opened on 16 aug 2019 to address this issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the hub separated from device with a bd ultra-fine¿ insulin syringes 3/10ml. The following information was provided by the initial reporter: it was reported by the consumer that the needle hub separated from syringes before injection.